Manufacturer narrative:
The device passed the displacement test. Pump error 63 alarmed during self test and confirmed in pump history with variable due to broken trace at keypad assembly. Volume did change when adjusted. Audio/vibrate anomaly/absence of alarm not confirmed. Device received with intermittent keypad unresponsiveness at all buttons due to moisture damage on the electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump buttons ware working intermittently and had keypad anomaly. Customer stated the scroll bar was not moving with no input and button got stuck and not responding. The blood glucose at the time of the incident was 125 mg/dl. The customer was assisted with troubleshooting. The device will be returned for analysis.